Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip of the preloaded delivery system, model pcb00, was cracked. The account commented that the tip was observed cracked before inserting into the patient's eye. No further information was provided.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that the device was discarded by customer. Moreover the incident date was provided; therefore updated the following fields: date of event: (B)(6) 2018. Conclusions codes: updated. Device evaluation: the preloaded delivery system, model pcb00, was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.